Event description:
It was reported that patient underwent procedure utilizing a tibial bushing set on (B) (6) 2009. During the procedure, a package was opened and found to have two of the same bushings in it. There should be one tabbed tibial bushing and one tibial bushing without the tab packaged to make up a set. Another package was opened from the same lot and was found to have two of the same bushings as well, however, they were opposite the bushings contained in the first package. The surgeon was able to utilize one bushing from each opened package to make a set and the procedure was completed successfully without delay or injury to the patient.

Manufacturer narrative:
These units were part of a ten-unit lot. Eight remaining units were within biomet control. Two of the remaining units were found to be non-conforming and six of the remaining units were found to be conforming.